Event description:
It was reported that while in surgery, the or tech opened the outer plastic of the femur and when she took out the item she found that the inner plastic wrap was open. The surgeon did not want to use the item due to this.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive/incorrect handling. No further investigation for this event is required at this time.

Event description:
It was reported that while in surgery, the or tech opened the outer plastic of the femur and when she took out the item she found that the inner plastic wrap was open. The surgeon did not want to use the item due to this.